Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, on behalf of patient, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.